Event description:
A pt was anesthetized in preparation for an rfa (radiofrequency ablation) procedure to treat barrett's esophagus. It was reported that the first ablation was w/o incident however, during the second pass, the generator displayed an error message. The treating physician attempted to perform an ablation again after resetting the generator however, rec'd the same error message several more times. The physician decided to abort the procedure and schedule the pt for an rfa procedure at the end of (B)(6).

Manufacturer narrative:
Investigation summary: a visual inspection of the ablation catheters noted no anomalies. All balloons inflated and held pressure. A 100% energy was delivered. Catheters performed as intended. A visual inspection of the sizing catheter noted no anomalies. The balloon inflated and held pressure. The catheter performed as intended. The generator was not returned, however, a service history review was performed and no issues were found. (B)(4).